Event description:
It was reported that 13,500 bd 1ml luer-lok¿ syringes experienced a discoloration of solution once drawn into syringe. The following information was provided by the initial reporter: we received a complaint from one of our customers that when they fill avastin(medicine) into the syringe, after 5 minutes the liquid gets turbid it¿s the turbidity that unsettles the customer and that¿s why they reject the product.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-04. H6: investigation summary: sixty-one 1ml syringes were received and evaluated. Fifty of the syringes were split into two 25-count sts kits. Eleven were loose with three containing approximately 0.1ml of clear fluid inside and had needles attached. No cloudiness or discoloration was observed in the clear fluid and no foreign matter was observed on any of the syringes. The reported defect could not be confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text: see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9003934, medical device expiration date: 2023-12-31, device manufacture date: 2019-01-03. Medical device lot #: 9001868, medical device expiration date: 2023-12-31, device manufacture date: 2019-01-01. (B)(4).

Event description:
It was reported that 13,500 bd 1ml luer-lok¿ syringes experienced a discoloration of solution once drawn into syringe. The following information was provided by the initial reporter: we received a complaint from one of our customers that when they fill avastin(medicine) into the syringe, after 5 minutes the liquid gets turbid it¿s the turbidity that unsettles the customer and that¿s why they reject the product.